Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experienced multiple shocks during a ventricular fibrillation storm. The patient also experienced delayed high voltage therapy. Programming changes were made. The patient is recovering.